Manufacturer narrative:
Device power up properly after battery installation. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. However, device received with corrosion on electronic assemblies. Unable to perform displacement test and occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Device passed selftest, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test. No unexpected pump error 37 noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and a pump error. The customer's blood glucose was unknown. Customer reported that they were unable to clear the alarm. The troubleshooting was performed for the pump error and blank display and the display was not returned. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.